Manufacturer narrative:
It was determined that the root cause of the issue was user fault. Lack of maintenance / filter exchange. As per customer the filters are replaced in recommended time interval. Changing the filters has solved the issues. Most likely the user has not followed the defined exchange interval. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has alarm 241: temperature of blower high. There was no patient harm reported with this event.